Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A promus permier stent was advanced and implanted in the lesion. The stent was fully deployed and well apposed to the intended location. Then intravascular ultrasound (ivus) was performed and a 12mm x 3.25mm nc quantum apex¿ balloon catheter was advanced for post dilation of the recently implanted stent. The balloon was inflated however the balloon ruptured at nominal pressure on the first inflation. There was no damage noted on the implanted promus permier stent and no segment of the balloon was detached inside the patient after it ruptured. The device was exchanged to a non bsc balloon catheter to continue the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).